Event description:
Reporter stated that patient received the following results on active system compared to a professional meter within 10 minutes: 13 mg/dl and lo (result < 10 mg/dl) active system and 126 mg/dl (professional meter) the customer had hypoglycemic symptoms at the time of the results from the active system and self-treated with 10 "candies." No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).